Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter broke when used for a trialcup. An alternate device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. The event was confirmed with product received. Visual review of the device confirms the threaded hex bolt fractured. Fractured piece was returned. Device shows nicks and scratches to the body from previous uses. No other damage was noted. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is a design issue. A corrective action was previously opened to increase the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.